Event description:
It was reported the patient experienced ineffective stimulation on her right side. Reprogramming was able to provide effective therapy. However, when the amplitude was increased, the patient felt stimulation in her abdomen. The patient will undergo a re-trial as the next course of action.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.